Manufacturer narrative:
Patient and user involvement information was requested from the customer; however, the customer did not respond. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that the issue was confirmed via an error code found in the significant event log; however, the issue could not be duplicated. Multiple attempts were made to retrieve device repair, or diagnostic information has yielded no response from the customer. It is unknown if any parts or repairs have been conducted.

Manufacturer narrative:
The customer reported that the ventilator issue was resolved after the blower assembly was replaced. Multiple attempts were made to retrieve further information from the customer regarding patient and user involvement; however, our requests have yielded no response. No other anomalies were reported.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that a ventilator experienced high blower temperature during clinical use. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.